Event description:
A malfunction alarm identified as malf 16 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued uninterrupted.